Event description:
Customer reported the insulin pump seemed as it was locked. She was attempting to bolus, but the device would not get to the screen. It would not even cut if off. Blood glucose was 136 mg/dl. The device would go into a random screen. Customer was able to use the bolus wizard successfully. Customer then explained again and it was determined it might be a keypad issues. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.